Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was implant in a patient using a large flexnav delivery system. A pre-implant balloon valvuloplasty was performed with a 24mm non-abbott balloon with 3 inflations. The valve was re-sheathed twice before it was implanted. Moderate perivalvular leak was noted, and a post implant balloon valvuloplasty was performed with a 24mm non-abbott balloon with 1 inflation. The distance from the non-coronary cusp to the ventricular end of the frame was 8.2mm. The distance from the left coronary cusp to the ventricular end of the frame was 8.5mm. Post procedure on the same day, the patient had new onset of left bundle branch block. The patient did not have a history of this type of arrhythmia and did not have a history of heart failure or diabetes. On (B)(6) 2023, a first degree heart block was noted. No treatment was provided for the heart block. On (B)(6) 2023, the patient had elevation of inflammatory parameters and was treated with antibiotics. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of malposition of device, perivalvular leak, unspecified infection, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was implant in a patient using a large flexnav delivery system. A pre-implant balloon valvuloplasty was performed with a 24mm non-abbott balloon with 3 inflations. The valve was re-sheathed twice before it was implanted. Moderate perivalvular leak was noted, and a post implant balloon valvuloplasty was performed with a 24mm non-abbott balloon with 1 inflation. The distance from the non-coronary cusp to the ventricular end of the frame was 8.2mm. The distance from the left coronary cusp to the ventricular end of the frame was 8.5mm. Post procedure on the same day, the patient had new onset of left bundle branch block. The patient did not have a history of this type of arrhythmia and did not have a history of heart failure or diabetes. On (B)(6) 2023, a first degree heart block was noted. No treatment was provided for the heart block. On (B)(6) 2023, the patient had elevation of inflammatory parameters and was treated with antibiotics. The patient status was reported as stable.